Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was explanted and replaced due to bad sensing. The problem was resolved after the procedure. The patient was stable before and after the procedure.